Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing, sterilization or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5.

Event description:
Medical records was received and reviewed: on (B)(6) 2009 right hip, depuy components, including depuy bone screw was used. No medical records provided for right hip. On (B)(6) 2020, the patient had a left hip arthroplasty to address secondary septic arthritis and pain. Depuy head/liner was implanted.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for secondary septic arthritis, group b streptococcus bacteremia deep infection of the left hip, post left tha. Event is serious and is considered severe. Event is definitely related to both device and procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2020, (left hip). Treatment: hip revised on (B)(6) 2020, with I&d and exchange of head and liner.